Event description:
It was reported that the customer dropped the pump and the touch screen is now cracked and does not completely illuminate. Customer had high blood glucose levels.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.